Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the tibial component failure was the reason for the revision surgery being performed and thus, the femoral component it is not involved, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a implant bilateral surgery was perform on (B)(6) 2012. A revision surgery was performed on (B)(6) 2018 in the right hip. The left hip has not been revised. No further information available.